Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the user was able to successfully fill the cartridge. The user's blood glucose level was 181 mg/dl.